Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing in the ventricular channel was observed. Furthermore, dizziness was noted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. This lead was capped on 08-apr-2025. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2025 recorded the stable pacing impedance around 600 ohms and the stable coil continuity around 500 ohms. The analysis of the provided iegm episodes recorded between (B)(6) 2025 and (B)(6) 2025 revealed artifacts on the rv channel, which led to oversensing. Furthermore, the available x-ray images were inspected. The three implanted leads showed multiple loops and crossing points in the pocket region. Interaction between the nearby leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.